Event description:
It was reported that after implanting an intraocular lens (iol) in the left eye of a patient, the capsule was too weak to hold the lens and a capsular tear was noted, requiring an anterior vitrectomy. In addition, the incision was slightly enlarged and one suture was used. The iol was replaced with a z9002 lens with 22.0 diopter power. The patient was reported to be doing fine. Patient date of birth and gender was requested; however, has not been provided. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The date of report: 01/28/2014 as provided in the initial emdr has been corrected to: 04/23/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. A visual inspection noted that one (1) haptic was observed broken and the lens was observed with a large cut from the lens edge covering part of the optic zone. Visual inspection at 10x magnification noted residue of viscoelastic (ovd) observed in the optic body near the lens edge. A few loose particles were observed in the sample compatible with handling the lens, such as during the explant process. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.